Event description:
It was reported that the customer experienced a blood glucose (bg) level of 360 mg/dl. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin of saline. No information was provided regarding the release date; however, customer indicated the issue was resolved. Reportedly, the customer required a below the knee leg amputation due to diabetes; however, customer did not believe this event contributed to the amputation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.